Event description:
It was reported that the user experienced hypoglycemia with a recorded low blood glucose of 50 mg/dl after announcing a meal late, during which the system had already delivered correction insulin and the subsequent meal announcement led to insulin stacking. Symptoms included hypoglycemia accompanied by sweating and shakiness. Outcomes included successful correction with oral glucose tablets and no need for external assistance or medical intervention. Investigation included review of system reports and meal announcement timing relative to automated corrections. Investigation of this case revealed that the device functioned as designed and that late meal announcement resulted in overlapping insulin delivery leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing of meal announcement resulting in insulin stacking.